Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Continued phone number e1: (B)(6). Continued fax number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not is possible observe the opening. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/24/2024.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). No other observations observed.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.